Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported bilateral ¿rupture¿. This record is for left side. The device has been explanted.

Event description:
Physician reported bilateral ¿rupture¿. This record is for left side. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified creases folds, deformation of the device and weight to the specification. Bubbles, cloudiness and voids in the gel observed after autoclave cycle. The unit is not ruptured. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.